Event description:
It was reported that the patient dropped the ilet pump on a corner, after which the screen separated but remained usable; the device was subsequently shut down and a replacement was arranged, and the patient was advised to continue glucose monitoring via the cgm application. Symptoms included no injury and no adverse clinical effects. Outcomes included no interruption of therapy requiring medical care, no alarms reported, and continued cgm use while awaiting replacement. Investigation included review of the event description, verification of device shutdown and data sync, and planning for device return for evaluation. Investigation of this case revealed mechanical damage to the display assembly consistent with accidental impact, with no reported functional malfunctions or alarms. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to accidental drop.